Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3: reference MFR. Report: 1627487-2018-06360; reference MFR. Report: 1627487-2018-06362. It was reported the patient experienced ineffective stimulation. Diagnostics revealed low impedances on multiple contacts on both of the patient¿s leads, although the physician believed the ipg was the cause for these issues. As a result, the physician explanted and replaced the patient¿s ipg. Postoperatively, effective therapy was restored and the issue was resolved.